Event description:
It was reported that, a patient that underwent a journey bcs surgery, had to be revised. The reason for the revision is unknown. The current health status of the patient is unknown.

Manufacturer narrative:
Section e1 was updated. Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision of a jrny-I bcs tka was performed due to unspecified reason(s) after an unknown length of time in-situ¿. The requested medical documentation has not been received as of the date of this medical investigation. The current health status of patient remains unknown. Without the requested clinical documentation, the root cause of the reported event could not be fully assessed. The patient impact beyond the reported revision could not be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).